Event description:
It was reported that during the procedure, a dissection occurred which was treated with a stent. No additional information was available. The info contained in this report was captured during a post-market eval conducted outside the us.